Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned incorrect test strip lot. - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer states that her condition improved a lot but she still has a migraine but she is not sure if it's because of her diabetes. Customer went to the ER on (B)(6) 2016 and they treated her for low blood sugar, migraine and for dehydration. Customer was given benadryl for her migraine. Customer states that she did not get anything for the diabetes and was told to get more regular. Customer states that the results were 80mg/dl when she got to the hospital and they got it up to 93mg/dl. During the call back customer ran a blood test with a result of 105mg/dl.

Event description:
Consumer reported complaint for low blood glucose test results and symptoms. Customer is sweating and not feeling well, feels tired, she has eaten alot of carbs because she thinks her blood sugar is low but we ran a blood and the results were 100mg/dl. Customer always takes her medication for her diabetes she never changes it whether her blood sugar is low or high she takes the same medication. The test strip lot manufacturer's expiration date is 3/14/2019 and open vial date was 2 to 3 weeks from the call date ((B)(6) 2016).